Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was below the expected lower range.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) with rapid battery depletion. It was also noted the left ventricular (lv) lead triggered an out of range impedance alert due to low impedance values. The crt-d and lv lead remain in use. No patient complications have been reported as a result of this event.